Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged power supply. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. Visual inspection, power on self-test, battery testing and an alarm log review were performed. During the visual inspection it was found that the power supply was cracked. The power supply was replaced to correct the found condition. The pump passed all testing and was returned to good working order. Should additional relevant information become available, a follow-up medwatch will be submitted.